Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted. This device was returned to boston scientific for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted. This device was returned to boston scientific for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported.